Event description:
It was reported the patient was talking about committing suicide. It was noted by a family member that the patient was working under a car, lying on the ground before symptoms began. On (B)(6) 2012 patient was seen in hospital for "panic attacks," was released and met with his healthcare provider (hcp) who interrogated the device and "found the pump to be working properly." On (B)(6) 2012 patient was back in hospital with panic attacks, vomiting, sweating, muscle cramps, complaining that he can "taste" the morphine, and "sleeping over 12 hours but still tired when he woke up." It was noted during that visit, symptoms were treated with oral or injected pain medications (it is unclear if it was one or both) and released. The patient was seen in the hospital again on (B)(6) 2012 and released and once more the week of (B)(6) 2012 and released and again on (B)(6) 2012, during which time he was admitted for talking about suicide. It was initially reported the patient was experiencing overdose. It was later reported by a family member that the patient was believed to have experienced withdrawal. The device system was used to infuse morphine and clonidine. It was also noted that the hcp "wanted to send patient to psychiatric treatment because he was contemplating suicide." It was later reported that the patient and his family were looking for a new hcp. That there had not been any dye study or x-ray performed on the pump. It was noted that the last refill had been done on (B)(6) 2012 and therapy "helped for a little while," however, the patient then had to go back to the hospital again for nausea, shakes, anxiety, "sick," "pale," and was in "a lot of pain." Pain located in back. It was also noted that no alarms were heard from the device. It was then reported by the hcp that the patient "thinks that the pump should totally rid him of pain," that the patient was "still" taking oral medication "because of this." It was also noted that the hcp thinks the patient had developed hyperalgesia "from taking oral narcotics plus pump meds," and denied the patient had gone through withdrawal. It was reported that a pump myelogram was performed. Five ccs were removed from catheter access port "easily." Contrast was injected "without any difficulty." It was noted "this was a viable, working system, and there is no mechanical issues causing this for the patient." It was also noted that hcp was "working with the patient to lower his dose and stop the oral meds and slowly bring him back up to see how that works for him." The patient was "still" complaining of pain, however, there was "no clinical evidence that anything was wrong." It was also noted that there were no plans for surgical intervention. No further information was provided.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Accessory: model 8590-9, lot# n202390, implanted: (B)(6) 2009. (B)(4).